Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initial, age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes, she obtained blood glucose readings of 17.1 mmol/l on the contour next link 2.4 meter and 6.6 mmol/l on a different meter. The customer took normal insulin bolus. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 9gpec02a, which gave a satisfactory performance.